Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of 744 mg/dl and high ketone levels. Customer was treated with intravenous fluids of saline and insulin. At the time of the report, the customer had not been released from the hospital. Reportedly, an unexpected reset occurred, and the pump indicated a data log corruption. Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.